Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative was able to confirm the issue was resolved after the system had time to charge.

Event description:
A medtronic representative reported that prior to use on a patient, the battery on tray 1 of the imaging system, one of the paired voltages was 8v. There was no delay in procedure or impact to patient as this occurred outside of a procedure.

Manufacturer narrative:
Correction of FDA codes.